Event description:
Patient scheduled for replacement of non-functioning j-tube. The patient was taken to interventional radiology and the existing jejunostomy tube was injected with contrast demonstrating appropriate position in the jejunum. The tube was accessed with a 0.035 glidewire which was advanced over the wire and the tube was removed. A new 12 french jejunostomy tube was advanced over the wire and the balloon inflated within the jejunal lumen and the wire was removed. Contrast was injected through the j-tube opacifying the jejunum. The tube was secured to the skin and flushed the sliding disk would not move and could not be slid down the tube to secure to the patient. Packaging from defective device was not saved. Unable to complete information on device